Manufacturer narrative:
Additional information received from reporter indicated that the tip of a regatta wire separated in a patient. The wire was not removed from the protective hoop by the floppy end. There were no damages noted with the wire prior to use. The wire was not reshaped by the user. The wire was not used for treatment of another lesion prior to the event. The target lesion was the renal collecting system. It is now known if the wire tip was visible on fluoroscopy throughout the procedure. It is not known if there was any resistance during use of the wire. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The tip of the wire remains in the patient. It is unknown if became fixed or caught at any time during the procedure or if the wire was torque against resistance. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the product the reported customer complaint of tip separation could not be confirmed. With the limited information provided it is not possible to determine the exact cause for the incident but there are procedural factors, user handling and/or vessel/lesion characteristics that may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
During the procedure the tip of the regatta guidewire sheared off in the patient/renal collecting system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.